Manufacturer narrative:
A field service engineer performed an on-site evaluation of the mel80 excimer laser system. The reported error message and termination of laser procedure were due to a failure of the shutter. After replacement of the defective shutter the device was confirmed to be working within specification. Termination of laser procedure, in the event of shutter failure, is an intended system monitoring function of the mel80. The shutter interrupts laser emission by closing to prevent human exposure to laser radiation. The treatment can be continued at a later time. The user manual (320817-0300-000-doks-fr-090117, 320817-0300-000-doks-gb-171212, page 114) instructs in case of shutter error, "confirm the message. If this error reoccurs, switch off the device and contact the excimer laser hotline".

Event description:
The health care professional (hcp) reported the mel80 excimer laser stopped after 39% of a refractive surgical procedure was completed. The system displayed error #208, related to the shutter. The hcp had to abort the procedure. No adverse consequences to the patient were reported.